Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient was unable to enter MRI mode, upon further investigation system diagnostics recorded high impedances on the lead. Patient still had effective therapy. Surgical intervention took place where the left l1 lead was explanted and replaced to address the issue, the new implanted lead was placed at t12 due to patient's scar tissue impeding the l1 placement. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.the allegation is against 3 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include:common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7034968.common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7034968.common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7528486.

Manufacturer narrative:
Date of event estimated.the allegation is against 3 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include:common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7034968.common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7034968.common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7528486.